Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator midurethral sling system was used during a sling procedure on (B)(6) 2009. The initial procedure was performed with no complications and the patient's condition at the conclusion of the procedure was reported to be "stable." The patient was discharged with a foley catheter in place and was prescribed percocet and keflex (dosage unknown). According to the complainant, post procedure, the patient experienced multiple complications. The patient was also reported to have recurring infections (exact date of onset unknown). On (B)(6) 2009, the patient presented with abdominal cramping, vaginal bleeding, total incontinence, and hematuria. The patient was then diagnosed with a vesicovaginal fistula and a possible blood clot in the bladder. The next day, the blood clot was removed without complications. The patient was stable post procedure and was discharged with an indwelling catheter. On (B)(6) 2009, the patient presented again with lower abdominal cramping and hematuria. The patient was reported to be taking urispas as the time (date prescribed and dosage unknown). The patient was hospitalized overnight, hydrated, and prescribed demerol and phenergan (dosage unknown). On (B)(6) 2010, the patient had a vesicovaginal fistula repair procedure which was performed by dr. (B)(6) at the same hospital where the initial sling procedure took place. The procedure was done with sutures and a bovine graft. There were no complications and the patient was stable post procedure. The patient was prescribed cipro 250 twice a day for one week and was hospitalized for four days post operatively. There were no complications while the patient was hospitalized. On (B)(6) 2010, the patient presented with urine leakage from the vagina, incontinence, painful urination and the lack of sensation to urinate. At the time, the patient was reported to be taking oxycodone as needed, sulfamethazine tmp (1 daily), allegra-d 12 hour (1 daily) and 25 mg of promethazine as needed. On (B)(6) 2010, an operative evaluation revealed no recurring fistula. Fifteen days later, the patient presented with incontinence again and was diagnosed with urinary obstruction and incomplete emptying. On (B)(6) 2010, a sling incision and urethrolysis procedure was performed by dr. (B)(6) at (B)(6). She found that the sling material had integrated into the urethra, so the sling was excised and urethrolysis was performed up to the level of the pubic bone without removal of the sling. The vagina was closed and the procedure was completed with no complications. The patient was stable post procedure. It is unknown whether the patient's symptoms have subsided or resolved. The patient's current condition is unknown.